Manufacturer narrative:
Investigation summary: based on the information available, product analysis identified a device non-conformance with one of the cylinders returned. Device history record review: the lot information was not provided for the returned components so DHR review could not performed. Device technical analysis: the pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump krt was fatigued and worn down to the filament. The pump passed all tests performed. The flat reservoir was visually inspected, leak tested and microscopically examined. The reservoir has wear at folds in the reservoir shell; no leak was found. The cylinders were visually inspected, leak tested and examined using a microscope. Both cylinders had wear at folds in cylinder bodies. Cylinder 1 has a hole from avulsion in the outer tube which led to a small leak in the proximal cylinder body that was the result of wear against the krt. The krt of cylinder 1 was worn down to filament. Cylinder 1 was not pressure tested due to identified leak. Cylinder 2 passed all tested performed. Product analysis concluded that the fluid leak could cause loss of functionality of the device as device would not be functional after the fluid system was lost. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed and a non-conformance was identified.